Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing caused by noise was observed during a follow up. The lead is implanted and active.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that during lv lead revision the rv lead was capped and replaced on (B)(6) 2017 due to previously reported oversensing. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.